Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of (B)(4) showed one other similar product complaint(s) for this device. Both complaints for this device are for inaccurate magnet tracking and neither complaint have led to patient injury.

Event description:
Per bas tm: sherlock 3cg sensor sn: (B)(4) emits a loud high-pitched sound. The sensor displays erratic readings and constant magnet errors

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the service facility performed incoming functional testing upon receipt of the sample. During evaluation, the reported issue of erratic readings could not be reproduced by the service facility and the tracking was correct as received. The clinical setting could also not be reproduced. Therefore, the root cause of the reported issue of erratic readings is inconclusive. Manufacturing review determined that the reported issue was likely unrelated to ta manufacturing issue.

Event description:
Per bas tm: sherlock 3cg sensor sn: (B)(4) emits a loud high-pitched sound. The sensor displays erratic readings and constant magnet errors